Event description:
Device report from (B)(6) indicates 2 plates broke post operatively. After an injury on (B)(6) 2009 an osteosynthesis of the distal part of the humerus was performed with two plates. At the end of (B)(6) 2010, suddenly pt felt pain in the region of the injured arm. X-ray showed the implants were broken. On (B)(6) 2011, the broken plates were replaced. This is the first of two reports for this event.

Manufacturer narrative:
Info was received in the synthes us complaint handling unit on (B)(4) 2012. Device was received at synthes (B)(4) and is in the evaluation process, no conclusion has been drawn.